Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that gastrointestinal videoscope exhibited a b30 and an e216 scope communication errors. The issue was identified during inspection for use and there were no reports of patient involvement.